Manufacturer narrative:
A visual inspection, functional testing were performed on the returned device. The reported marker lumen obstruction was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The treatment appears to be related to circumstances of the procedure. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported marker lumen obstruction appears to be related to a potential product quality issue due to adhesive in the marker lumen and polyimide tubing connection. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a superficial femoral artery (sfa) interventional procedure for peripheral artery occlusive disease (paod) using an 8f sheath. Reportedly, there was no blood flow from the marker lumen when the device was positioned in the artery. The marker lumen had been flushed successfully with saline prior to use. The device was removed and another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.